Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of a replacement cardiac resynchronization therapy defibrillator (crt-d), this chronic right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms, loss of capture (loc) and high pacing threshold measurements. A new lead was unable to be implanted due to patient anatomy. The device was programmed to ventricular only therapy. No adverse patient effects were reported.

Event description:
Additional information was received that this product was a part of a system revision one year later due to infection. The lead was explanted. No additional adverse patient effects were reported.